Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision surgery was performed due to a loose tibial implant.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.